Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/4/2025 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - did the reported issue contribute to any patient adverse consequences? No - were there any unexpected outcomes or complications resulting from the prolonged surgery time?no - how long, in minutes, did the surgery prolong? Unknown - which tissue was being sutured when the event occurred? Unknown - was additional dissection required in other organs/tissues other than the target tissue?unknown - was there any change in the patient¿s post operative care due to the prolonged procedure? No to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the operation the needle pulled off from the thread. She remained hung inside the trocar and fortunately, but remained for a while untraceable. Resulting in wasted time looking for the needle when the thread pulled off and longer intervention time. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation?, h 3. Device evaluated by manufacturer? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h6. Investigation findings, h 6. Investigation conclusions h6 component code: g07002 - no device problem found. H3 investigation summary: the product was returned to ethicon for evaluation. One unopened sample was received for analysis. Product code x832h. In order to evaluate the condition of the returned sample, the packet was opened, and the swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.